Event description:
(B)(6). It was reported that stent thrombosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 90% stenosis and was 8 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with direct placement of a 2.50x12mm promus element ¿ study stent. Following intervention residual stenosis was 0%. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with cardiac chest pain and was hospitalized on the same day. On the following day, coronary angiography revealed 70% stent thrombosis of the previously placed study stent in the mid lad which was treated with percutaneous coronary intervention (pci). Following intervention, residual stenosis was 0%. Two days post procedure, the event was considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem updated. (B)(4)

Event description:
It was further reported that the stent thrombosis (st) event was withdrawn.